Manufacturer narrative:
Retainer = black. Customer returned insulin pump for alleged pump error 63 and pump error 49 alarms found on 8/15/2021. Device passed the displacement, sleep current test, active current test and self test. Successfully downloaded the trace and history files using thus. No pump error 63 or 49 alarms noted during testing. A review of the history files reveals on (B)(6) 2021 the pump alarmed pump error 63 (variable 0c) at 18:07, one (1) pump error 68 alarm at 18:07, and one (1) pump error 23 alarm at 18:08, (B)(6) 2021 the pump alarmed pump error 63 (variable 0c) at 16:55, one (1) pump error 49 alarm at 16:55, one (1) pump error 68 alarm at 16:55, and one (1) pump error 23 alarm at 16:56, and 8/15/2021 the pump alarmed pump error 63 (variable 0c) at 17:56 and 17:59. Three (3) pump error 49 alarms at 17:56, 17:57, and 17:59, two (2) pump error 68 alarms at 17:56 and 17:59, and two (2) pump error 23 alarms at 17:58 and 18:00. Per r&d engineering pump error 63 (variable 0c) alarm is a processor watch dog failure, suspecting hw. The insulin pump error 68, 49, and 23 alarms sequence is a normal operation when the insulin pump restarts after a pump error alarm. No unusual or excessive pump error 49 alarms noted. Device was cut open for a visual inspection. No damage or moisture damage on the electronic assembly (electrical board 1 and electrical board 2), motor, or force sensor and a test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked battery compartment at the corner of the belt clip rails, stained keypad overlay, and pillowing keypad overlay. Pump error 63 alarms are confirmed, fault isolated to the hardware. Pump error 49 alarms are not confirmed. No unexpected pump error 49 alarm during testing and no unusual or excessive alarms found in the history files. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump just kept restarting and it had had multiple insulin pump error alarms. Customer was able to successfully clear the alarm but unable to complete rewind of insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.